Event description:
It was reported that pump experienced repeated cartridge alarms during use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.